Manufacturer narrative:
The fse evaluated the instrument and found that it was not possible to use the cooling function of the centrifuge. Troubleshooting of the issue revealed that there was a failure of the capacitor and relay assembly, which was determined to be the cause of the burning smell. A burnt component was identified inside the capacitor and relay assembly. The field service engineer has ordered a replacement capacitor and relay assembly to install in the instrument. (B)(4). Manufacturing date not provided as this report is being filed for a generic similar device.

Event description:
A field service engineer (fse) reported a spark from an allegra x-12r centrifuge, and observed a burning smell. No sparks, smoke, or flames were present. There was no death or injury associated with this event. The user did not receive any medical attention. This report is being filed for the similar instrument that is approved as an in vitro diagnostic device in the us: allegra x-15r centrifuge.